Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a crack on the insulin pump and keypad anomaly. The customer's blood glucose level was unknown mg/dl. The customer was advised through the voicemail to call help line to get insulin pump replacement. The customer does not answer the phone.